Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8784, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: catheter. Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid 30mg/ml at 3.7mg day via an implantable pump. The indications for use were lumbar radiculopathy and non-malignant pain. The patient complained of increased pain and weakness. It was unknown if any environmental, external or patient factors that may have led or contributed to the issue per the healthcare provider the MRI showed possible inflammatory mass around the catheter. Intradural exploration revealed an abscess full of pus around the catheter. Cultures were taken and the device was removed. The issue was resolved at the time of the report and the patient status was noted as ¿alive, no injury¿.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.